Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when the fields were removed, left-sided mydriasis and a left-sided rolling motor response were observed. The decision was made to immediately perform a brain scan. The anesthesia is again deepened. A cerebral CT scan was performed without injection of contrast medium. Unfortunately, the scan revealed a voluminous intraparenchymal hematoma on the left side, extending down into the midbrain of the brainstem and up into the left precentral region. There is rightward deviation of the midline, incipient medial temporal involvement, and hydrocephalus on obstruction of the third ventricle due to the mass effect of the bleeding. The patient was immediately put back to sleep and taken to intensive care. The diagnosis was left thalamic and left brainstem intraparenchymal hemorrhage following placement of an intracerebral stimulation electrode. The etiology had a causal relationship with the implant procedure. The issue resulted in death.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that there was hemorrhage at the end of the surgery for the entire system on (B)(6) 2024.